Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation of a right foot fracture, the tip of a 2.0 millimeter drill bit, quick coupling, broke off. The drill bit tip was retrieved easily; this was confirmed via intraoperative fluoroscopy. There was a five minute surgical delay. The procedure was completed successfully. There was no further patient harm reported. This is report 1 of 1 for (B)(4).